Event description:
The customer reported a decrease in tissue vaporization efficiency was observed at 55, 000 joules of use during a prostate procedure. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition would likely result in activation of the systems fierlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could result in forward firing condition of the side firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.